Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer's blood glucose level went down to 280 mg/dl. Customer advised the auto mode feature was on during their high blood glucose event. Customer advised they experienced issues each time they changed out their infusion set. Customer advised their numbers did well with the sensor and they changed out their sensor every six says. The insulin pump will not be returned for analysis.